Event description:
Healthcare professional (hcp) reports two incidents of blood leaks noted into the dialysate during patient treatment on the same day. One incident was noted at the onset of the patient treatment and the other was noted one hour into the patient treatment. The treatments were stopped at the time the leaks were noted. The dialysate was confirmed positive for red blood cells via hemastix. The dialyzer and blood lines were replaced and the treatments were completed without incident. Estimated blood loss was 150cc. No patient injury or medical intervention was noted. Both dialyzers were reused 9 times.